Event description:
It was reported that during a colectomy, the stapler did not form correctly. There was no patient consequence.

Manufacturer narrative:
Date sent 08/01/2007. Information anticipated, but unavailable at this time.